Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3093-28 lot# v819350 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2017 product type lead fdc 92 applies to both the lead (v819350) and ins (njy182787h). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). The hcp reported that the patient had a partial explant of the device. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also indicated that it was unknown what diagnostics/troubleshooting were performed. The hcp noted that the device was explanted as an intervention taken to resolve the issue and that it was unknown if the issue was resolved. Additional information was received from a hcp on (B)(6) 2017. The hcp reported that there was a lead break during the extraction/removal. The hcp stated that the fractured remaining lead was left in the patient. It was indicated that no environmental/external/patient factors that may have led or contributed to the issue. It was also indicated that it was unknown if any diagnostics/troubleshooting were performed. It was noted that it was unknown if the issue was resolved at the time of report. Additional information was received from a hcp on (B)(6) 2017. The hcp reported that removal was scheduled for (B)(6) 2017 and that the op report was not back yet. The hcp reported the results of the patient¿s urological evaluation. The hcp reported that the patient had frequency and noted that the patient stated that the frequency had become better. The hcp also noted that the patient had pain or burning when she urinates. The hcp stated that the patient had pain or burning with urination and had a history of frequent urinary tract infections. The hcp stated that the urgency symptoms had not changed. The patient would leak urine when she had a strong urge to void. The hcp stated that the patient had urinary incontinence and usually got up at night to urinate 2 times. The hcp noted the patient leaks urine when she laughs, coughs, sneezes, or bears down. The hcp stated that the patient¿s symptoms had been stable over the last year and she wore 1-2 pads per day. The hcp noted the patient had 3 children who were delivered by a vaginal delivery. The patient had been treated with oral medications including ditropan and mybetriq. The hcp noted that the patient felt the most bothersome urinary complaint was frequency, burning, and pulling feeling when she was emptying. The patient was noted to have a long history of cystitis with urgency. The hcp noted that the patient had been diagnosed with ic in the past. The hcp noted the patient saw several urologist and had the device implanted and last checked (B)(6) 2016 and it was noted functioning. The hcp stated that the patient reported frequency of 10-20x during cystitis episode, dysuria x 16 years intermittently with urgency, sui since tah and mild nocturia. The patient strongly disliked the implantable device and wanted it out. It was indicated that the patient was working on weight loss and had changed her diet, she was not sure if that setting her off. It was indicated that the patient does had her own bladder instillations at home. The patient also had a h/o not being able to sit for long periods of time without having pain in her tailbone. It was indicated that the patient got better with pelvic floor physiotherapy and vaginal vallium suppositories, elmiron, hydroxyzine, and pyridium. It was noted that this was separate from her urgency and frequency even at baseline. It was noted that the patient thought the device was bothering her more now that she had lost weight ad it was giving her panic attacks. It was indicated that the patient was told her wires had moved. It was indicated that amitrypataline helped her the most and the patient wondered if hydroxyzine would help. It was indicated that the patient was on the following medications: pyridium, alpazoaim, amitriptyline hcl, metformin hcl, nature-throid, topiramate 50 mg tablet, and valium. It was noted that the patient had the following for bladder installation: heprin, lidocaine, and bsodium carbonate. Cytoscopy was indicated as well. The following gu pmh were listed: constipation (B)(6) 2016, dysuria (B)(6) 2016, frequency of micturition (B)(6) 2016, interstitial cystitis without hematuria (B)(6) 2016, nocturia (B)(6) 2016, and stress incontinence (B)(6) 2016. The patient had a family history of diabetes, hypertension, kidney stones, prostate cancer, and thyroid disease. It was indicate in the review of systems that the patient denied any incontinence and blood in urine. The gu physical examination indicated on the bladder: normal to palpitation, no tenderness, no mass, no rigidity, non-obese abdomen, and normal size. Urinalysis was conducted and it was indicated the specimen was void, the color was yellow, the appearance was clear, negative for glucose, negative for ketones, specific gravity of 1.015, ph of 7.0, negative for blood, positive for nitrites, negative for leukocyte esterase, negative for protein, 50 for creatine, 300 mg for p:c ratio, and negative for bilirubin. The micro test came back negative for wbc/hpf, negative for rbc/hpf, negative for epithelial cells, negative for bacteria, negative for fine grain casts/ipf, negative for coarse grain casts/ipf, negative for mucous, negative for yeast, and negative for trichomonas. The plan was indicated to be removal of the device and exam prior to anesthesia. It was indicated the patient was to complete a voiding diary and was instructed to return with it on her next visit. The following notes were listed: urine cx, voiding diary, colace versus miralax, cysto with mac and removal of device, dre prior to anesthesia, hold on new dietary supplements, and t/c box..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.